Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the single pin pressure gauge failed. It was not known if there was any pt injury. Add'l clinical info has been requested, however, no further info has been provided.